Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned for evaluation and the customer's allegation was confirmed. The charge coupled device unit (r-unit) of the scope was broken and therefore the image was green. Based on the results of the investigation, it is likely that the following led to the malfunction: component failure. A probable root cause cannot be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope malfunctioned and noticed a ¿green¿ image on the screen. The issue happened during unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope malfunctioned and noticed a ¿green¿ image on the screen. The issue happened during unspecified procedure. There were no reports of patient harm.